Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly, the wake button was stuck and unresponsive and the touch screen was also unresponsive. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.